Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The initial report of infection was received on (B)(6) 2010 and is normally submitted via an alternative summary reporting (asr) that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 that revealed an out of spec analysis for the lead. As there is new information, this lead no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix disengaged from helical channel; inner tubing was kinked/buckled; outer tubing overlay had cosmetic environmental stress cracking; there was blood in/on the helix/lobe mechanism.

Event description:
It was reported the patient had a fever and surgical wound "secretion" and the lead was removed due to infection. The patient received antibiotic therapy but with an unsuccessful response. No further patient complications were reported as a result of this event. The lead was returned, analyzed and subsequently tested out of specification.